Manufacturer narrative:
Results: the indigo system aspiration catheters 8 (cat8) was kinked approximately 109.0 and 112.0 cm from the hub. Conclusion: evaluation of the returned device confirmed that the cat8 was kinked. This damage likely occurred from the cat8 being hung up with the non-penumbra stent as mentioned in the complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an inferior vena cava (ivc) and iliofemoral deep vein thrombosis (dvt) using indigo system aspiration catheters 8 (cat8s). During the procedure, while attempting to advance a cat8 through the iliac artery stent, the cat8 became hung up in the iliac artery stent and subsequently, became kinked; therefore, it was removed. The physician used a 0.035 wire to cross through the stent edge and completed the procedure using a new cat8. There was no report of an adverse effect to the patient.